Event description:
It was reported that the patient passed away suddenly. The cause of death was not known. Additional information was requested but was not available. No allegation of malfunction was made against the device.